Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR),trending analysis of the smoke/haze and odor/smell issue, and system risk analysis (sra). Trending analysis of the smoke/haze and odor/smell issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced as a result of this issue. The assignable cause of the smoke/haze and odor/smell issue is the oil mist filter. The field service engineer adjusted the part and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The oil mist filter was adjusted to resolve the smoke/haze and odor/smell issue. Unit meets specifications and was returned to service. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of haze and odor emitting from the sterrad nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.